Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 450 mg/dl. Customer¿s current blood glucose was unknown. Customer also stated that the cannula was bent. It was unknown whether the customer was using auto mode feature at the time of high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.